Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing an open sample. This sample contains 3 sutures inside the pack instead of 4 sutures as the product description. Therefore, we consider this complaint as confirmed. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a human error during the winding process in which the operator wounded three threads in the package instead of four threads. Final conclusion: considering that the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that during the surgery, the patient was sutured and upon opening the package, it was discovered that one needle and thread were missing (one single packaging should have four needles and threads). The customer believes that the correct quantity is crucial for the surgery, and the quantity will be counted during the operation. If the quantity is not correct, there will be concerns about whether it will be left in the patient's body.